Event description:
As reported (B)(4) 2013, a pt of unk gender and age presented for an endovenous laser treatment. It was reported that during preparation for the procedure, when opening the package of the device, there appeared to be a bend in the fiber. When examining the fiber, the fiber fractured. The reported disposable device was discarded. The procedure was successfully completed with a new of the same device. There was no report of harm or injury to the pt due to this event as the pt never came into contact with the reported device. It was reported that the device involved in the incident was disposed of by the user and is not available to be returned to the MFR for eval.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a f/u medwatch.